Manufacturer narrative:
The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Patient reported right side "full eardrum blown infection", "deadly golden (B)(6) infection which spread to her left breast", "drains put in, infection again", "rash on her chest", "it did not feel like nice breasts, it felt like plastic", "chronic pain" and "recalled". Patient also reported "doctor wanted to diagnose fibromyalgia"; this is not device related. Device has been explained.